Event description:
It was reported that tubing leaked at the connection just below blue clamp that fits into the pump. The tubing appears to have a tear just below the connection that was present when removed from packaging. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added to: d4, & h4. Correction; h.6. (Patient code). The customer¿s complaint that the tubing leaked at the connection just below blue safety clamp could not be confirmed. The customer did not return any product for this investigation. The root cause was not identified.

Manufacturer narrative:
A3 - correction: no sex.

Event description:
It was reported that tubing leaked at the connection just below blue clamp that fits into the pump. The tubing appears to have a tear just below the connection that was present when removed from packaging. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient information was requested, but not provided.

Event description:
It was reported that tubing leaked at the connection just below blue clamp that fits into the pump. The tubing appears to have a tear just below the connection that was present when removed from packaging.

Manufacturer narrative:
Sex- female.

Event description:
It was reported that tubing leaked at the connection just below blue clamp that fits into the pump. The tubing appears to have a tear just below the connection that was present when removed from packaging.